Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that there was no ECG waveform during self-test. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the defective ECG lead trunk cable. The reported problem was confirmed. The device was operational after replacing the ECG lead trunk cable. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time.